Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a product performance issue. Additional information was obtained indicating that this rv lead exhibited high threshold. Moreover, the physician was not sure of the cause of high thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. On visual inspection it was observed that the helix was retracted and there was no fracture noted. Moreover, the lead passed testing and met its specification.